Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Over 21,000 low impedance paces post lead warning on (B)(4) 2011.

Event description:
It was reported that there was a lead warning and polarity switch, as well as oversensing, high capture thresholds, and low impedance. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.